Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 422 mg/dl. Customer was treated with insulin pump and syringe. Customer was not alleging insulin pump for under delivery. Customer stated that they were using auto mode feature. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer was not feeling ok for troubleshooting. The insulin pump will not be returned for analysis.